Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. On (B)(6)2025, the patient¿s cgm was starting to show intermittent signal loss. On (B)(6)2025, the patient was experiencing chest pain and shortness of breath. The patient¿s cgm was in a signal loss state (on multiple devices) and the patient did not have a bg meter to use for comparison. The patient was wearing an omnipod insulin pump. The patient¿s son called 911 and once emergency medical services arrived, the patient¿s bg meter reading was 443 mg/dl and the cgm was still in signal loss. The patient was transported to the emergency room. At the ER, the patient¿s bg meter reading was 430 mg/dl and the cgm was still in signal loss. The patient was treated with insulin and eliquis. The patient was admitted and transported to a regular hospital room. The patient was still in the hospital (for one day thus far) and ¿not okay¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No additional patient or event information is available.